Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, based on the customer's reported information, it is suspected that the operational context contributed to the reported issue. The customer reported that the face mask was leaking while on a non-invasive ventilation mode, which may have resulted in the large vti value decreasing the measured oxygen inlet pressure and available oxygen concentration. In the event that the device is received for evaluation or additional information is received, an evaluation will be performed and a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "low o2 inlet" while in use on a patient. The patient was anxious and on non-invasive ventilation mode with a mask that was leaking, set at 100%. The values were documented as vti 1150ml, vte 650ml, and 100% oxygen but the unit was delivering only 24-50%. The patient was intubated and "did better." There was no further patient compromise associated with the reported issue. The customer was unable to duplicate the problem with similar settings.